Manufacturer narrative:
Investigation summary: the report of an overheating centrimag motor could not be confirmed nor reproduced during testing of the returned motor. The motor was evaluated and tested by the service depot. The reported complaint could not be confirmed nor reproduced during testing. The motor was operated overnight but did not overheat or activate any atypical alarms or error messages. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. Visual inspection of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section g1: corrected data.

Manufacturer narrative:
Patient information: information regarding the patient was not provided. It has been requested. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the centrimag motor overheated while in use on a patient. No further information was provided. The centrimag motor would be returned for repair. However, no other equipment involved was able to be returned.